Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scissors was placed in 8mm cannula smoothly, and surgeon took control it short after. After a few moves (within 3 minutes), surgeon realize that scissors can't open and close anymore and amber flashing light was seen. Instrument could not be successfully removed from the cannula. Surgeon got to disengage the robot arm from the cannula and remove both instrument and cannula together from cannula site and replace a new 8mm cannula and monopolar scissors. After which, the initial 8mm cannula was then tested with the cannula pin to rule out any damage to its lumen. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
Refer to h11 for follow-up information.